Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that following the implantation of a left atrial appendage device, this left ventricular (lv) lead exhibited a decrease in impedance measurements and amplitude along with intermittent loss of capture (loc). The date of these clinical observations correspond to the procedure and subsequent complications. Boston scientific technical services (ts) noted that the patient appears to had previously lost to follow up and thus recommended an in clinic evaluation. The patient was brought into the clinic and intermittent lv loc was confirmed due to increased threshold measurements. The thresholds were increased and the lv lead was electronically repositioned. An x-ray confirmed that the lv lead had pulled back some. Besides reprogramming, no further intervention was performed and the patient will be monitored remotely. The patient is pacemaker dependent but there were no adverse patient effects were reported.